Event description:
It was reported that the patient had oversensing on both the right atrial (ra) lead and the right ventricular (rv) lead. It is suspected that there is outer insullation damage on the leads allowing for muscle electro magnetic interference which inhibits pacing when the righ conductor is used in the configuration. Both ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4104 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005; 4092 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were fourteen non-sustained tachycardia episodes present on the episode list, indicative of oversensing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the patient was seen by the physician regarding bleeding from the incision site. A new bandage was placed over the incision site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.